Event description:
It has been reported to philips that the azurion system was receiving a generator malfunction error during a case. The device was in clinical use at the time of the reported event. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the generator malfunction error. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.